Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: eighty-four 3ml syringes in fully sealed blister packs from batch 1041510 (p/n 309657) were received and evaluated. Five of the syringes had no visible defects. Seventy-nine of the syringes had varying degrees of missing print with some having so print above the 2ml marking, some having intermittent sections missing throughout the scale and some having minimal grad lines with almost no scale present. The seventy-nine syringes with poor print were rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. It was likely due to an ink flow issue that prevented the proper amount of ink from being applied. Missing print was found during the manufacture of this batch and a requalification was performed. No corrective actions are necessary based on the defective rate identified. Batch 1041510 is considered in compliance with our product specification requirements.

Event description:
It was reported that 84 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip were found with illegible scale markings. The following information was provided by the initial reporter: "3ml syringes found with ml markings rubbed out throughout length of syringe despite expiry not being until 2026. 84 each".

Manufacturer narrative:
Age: unknown. The patient¿s date of birth was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 84 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip were found with illegible scale markings. The following information was provided by the initial reporter: "3ml syringes found with ml markings rubbed out throughout length of syringe despite expiry not being until 2026. 84 each."